Event description:
It was reported that a malfunction occurred with the customer's pump, displaying malfunction code 16, and it was not resettable. There was no reported impact to the customer's blood glucose level. The customer was advised to use a backup plan for insulin delivery, and a replacement pump was arranged by technical support. Additionally, the customer was instructed to place the faulty pump in storage mode and return it using a pre-paid label within ten days.